Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott, that a patient called technical service (ts) and reported they had their sjm device removed due to burning their back. The patient thinks surgery occurred sometime in 2020. No additional information was provided. Ts emailed the local reps and pdt for proof of explant. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced burning sensation on the back. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.